Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the bronchovideoscope, dirt on the charged coupled device lens was found. The fse reported that after cleaning the lens, the device worked appropriately or as intended.